Event description:
Procedure type: hemorrhoid. According to the rptr: the client reports that the needle broke and stayed inside the tissue; it could not be retrieved and the pt has been informed. There was no additional blood or tissue loss; the operation was not extended by more than 30 minutes and was not converted to an open surgery.

Manufacturer narrative:
(B)(4).